Event description:
It was initially reported that the catheter tip was bent. On (B) (6), 2009, it was reported that this was an out of the box failure, product was not used on the patient, and there was no patient impact.

Manufacturer narrative:
(B) (4). The catheter was not returned in its original packaging and showed signs of use. Visual examination confirmed that there was a kink near the tip of the catheter. It is unknown how or when the damage occurred. According to the instructions for use that accompanies the product, catheters which contact internal body structures can become kinked or blocked at their tips. The catheter has no cuts or tears and passed the patency check. The reported event had no impact to the patient. A review of the manufacturing records showed no anomalies.